Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedance. No interventions were performed. There were no patient consequences.